Event description:
It was reported to philips that fluoros x-ray failed; generator tube current out of range on a azurion 7 b20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Follow-up work scheduled; system returned to use with limitations. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).